Event description:
It was reported that a screw was backing out of the cetra plate in a revision case on (B)(6) 2025. The surgery was for an adjacent level and it was reported that the plate was being removed anyway. The patient was not experiencing any symptoms. It was reported that the locking plate was intact when the device was reomvoed.

Manufacturer narrative:
Product has returned but the investigation is not complete at this time. When the findings become available a follow up report will be submitted.

Manufacturer narrative:
The 4.0mm x 14mm screw (pn: 19-6514, ln: o60) was returned for investigation. Radiographic images were provided to assist with the investigation and confirm that one screw had backed of the construct. The edges of the locking plate that broke off have deformation, likely from contacting the head of the screw. The screw heads also show deformation. The locking tab likely failed because of ductile overload and ductile shear overload on the screw. The locking tab was likely subjected to overload by leaving the screws proud causing the locking tab to stress at fillet which is weaker cross section of the design. A review of the product DHR found that there is one ncmr (ncmr-101287) for this product lot, but it is not related to this complaint. All other inspections met design specifications.

Event description:
It was reported that a screw was backing out of the cetra plate in a revision case on (B)(6) 2025. The surgery was for an adjacent level and it was reported that the plate was being removed anyway. The patient was not experiencing any symptoms. It was reported that the locking plate was intact when the device was removed.